Event description:
It was reported that as the autopulse platform was still compressing a pt in the ER, healthcare worker shocked the pt, which completely drained the autopulse nimh battery. The battery had to be replaced. It did it again on the battery that was put in when the patient was shocked again. Customer concluded that when a patient is shocked, the autopulse needs to be paused so as to not drain the battery. The platform ran fine other than that and was giving adequate compressions. The pt was placed appropriately. No adverse pt sequelae reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. However, the autopulse platform with sn (B)(4) was returned and archive data was collected. According to the results from achieve data, batteries with sn (B)(4) were used on the date of the reported complaint ((B)(6) 2013). A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3003739491-2013-00620 for autopulse nimh battery with sn (B)(4); 3003739491-2013-00621 for autopulse nimh battery with sn (B)(4).